Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards and connections were reseated. The system was then found to be operating as intended.

Event description:
The customer reported intermittently the system failed to display images. No report of patient injury.